Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported that the tubing was leaking at the site that connects to the primary tubing set while connected to a patient in the nicu. There was no harm to the patient.

Manufacturer narrative:
The customer¿s report of the tubing was leaking at the site that connects to the primary tubing set was not confirmed. The concomitant primary tubing connected to the suspect set when the event was observed was not returned by the customer for inspection and testing. Visual inspection under a microscope determined no damage on the set¿s female luer component. No other anomalies were observed. Functional and pressure testing showed no anomalies. The root cause of the customer¿s report of leaking was not identified.

Event description:
The customer reported that the tubing was leaking at the site that connects to the primary tubing set while connected to a patient in the nicu. There was no harm to the patient.